Event description:
It was stated that device is leaking water. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product is awaiting return. Device evaluation will begin once device has been received.

Manufacturer narrative:
D9: date returned to mfg.: 3/28/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, light emitting diode (led) lights are broken, printed circuit board (pcb) damaged, faded line cord, quick connect was corroded, and reservoir is worn out. Per functional testing, water was leaking on the bottom of the device. The root cause was the reservoir gasket was worn out. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.